Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. External visual inspection: pass. Transmitter voltage test: pass (0.21 vdc).